Event description:
Reportedly, the instrument was fired across the rectal tissue and malformed staples were placed on the tissue. Therefore, the procedure was converted to an open procedure with conventional staples. Procedure: lap colon resection. Pt status: pt recovered with no injuries reported.